Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: a review of the black box showed multiple power on reset events. The returned battery cap and test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper at the case seal below the bumper. All battery contact heights and one contact width were out of specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no reboot occurrences. The intermittent power issue was not duplicated during investigation. Rust/corrosion was found in the battery compartment was cracked. A leak test was performed and failed duet o a leak in the battery compartment crack. The pump was opened to find no damage to the power circuit. No moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.